Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst commented that the lead was returned stretched from 52cm original length to 55cm. The helix was fully extended and could not be retracted. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that tissue became stuck in the helix of the attempted pacing lead, preventing the helix from extending or retracting. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.